Event description:
Inbound. Patient reports partially used 100 ml flow stop cadd cassette with 36.9 ml left in it was running fine, then started beeping and alarmed no disposable. Cassette lot number 4220003, expiration date 2026-11-24, troubleshooting didn't resolve alarm with pump 370324 and it alarmed on pump 362270 also. Cassette worked on pump 337937. No further details provided.